Manufacturer narrative:
The initial MDR 2517506-2017-00766 was filed on (B)(6) 2017. Additional information (B)(6) 2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data. The hsc specialist determined that the loci signal response did not change with the maintenance performed, therefore, the calibration performed after the maintenance resolved the issue. The instrument data showed that the bias was observed only with cardiac troponin I (ltni) and with no other loci assays on board. The hsc specialist concluded that the issue was consistent with storage/handling of the calibrator, which was resolved by recalibration. The cause of the discordant ltni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin result. Quality control (qc) was in range on the day of event. The ccc advised the customer to replace loci chamber liner, seal, and cup. The customer ran system check, calibrated troponin and re-ran qc. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed loci maintenance. The cse replaced the vessel liner. The cse recalibrated troponin and ran qc, which was acceptable. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low troponin result was obtained upon repeat testing on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample's initial result and repeat result was obtained on an alternate instrument, resulting higher. The initial result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin result.